Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer advised the insulin pump switched off on its own and is impossible to restart.

Manufacturer narrative:
The pump was monitored with multiple basal rates, and the pump functioned properly. No blank display or display anomaly noted. The pump passed the alarm test, and no unexpected restart was noted. No damage was found inside the pump. All operating currents were within specification and no unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.